Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose that day was 1.8 mmol/l with no symptoms of hypoglycemia. It was reported the patient guessed the amount of carbohydrates to calculate a bolus at lunch. The reporter noted the pump¿s battery was then replaced. An unspecified blood glucose elevation was reported to have been observed, and another bolus was reportedly delivered. Per normal pump operation, the insulin-on-board reading resets when the pump is rebooted, such as during battery replacement. The reporter stated the insulin-on-board reset was not taken into account for the second bolus. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hypoglycemia was attributed to pump use error. There was no indication or allegation of a device malfunction.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/11/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of a power issue. Data relevant to the alleged issue date were overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The returned battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was observed to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.